Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h4, and h10.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Visual examination of the returned product identified signs of use (surface scratches, gouges) and the device was fractured in two. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with two related deviations / anomalies identified. The root cause of the reported issue is attributed to the user hitting the instrument with a mallet. Per IFU 87-6203-999-22 rev c. Page 3: "do not subject instruments to high loads and/or impact as breakage can occur." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device evaluated - customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a trial articular surface fractured when hit with a mallet to insert. Attempts to obtain additional information have been made; however, no more information is available.